Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to deformation of the venting connector of the light guide connector. It was also noted that the adhesive on the bending section rubber had a chip and the video connector was damaged. The angle knob torque of the forceps elevator lever at the engage exceeded standard value due to wear of the lever. It was also noted that the universal cord had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeled adhesive could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had air/water leakage. Inspection and testing found that the adhesive around the objective lens was peeled. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.